Event description:
The customer reported to philips that the device displays a message reading "device malfunction, inspection required," there was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.